Manufacturer narrative:
The patient was diagnosed with left abdominal pain and underwent exploratory laparotomy with lysis of adhesions. The mesh was reported to be sitting in good position with the edge of the mesh as it overlapped the fascia appearing normal. In the anterior surface of the fascia and area of the patient's pain a prolene suture was found consistent with prior ventral hernia repair. This prolene suture was excised. Repeat laprascopy showed the mesh in good position with normal appearing omentum with no abdominalities other than expected adhesions to the undersurface of the bard/davol sepramesh ip (device #1). Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. It is not clear from the information provided if the patient's post-implant complications can be attributed to the bard/davol sepramesh ip (device #2) or the identified and removed foreign body (prolene suture). Based on the limited information provided at this time no conclusions can be made. This emdr represents the bard/davol sepramesh ip (device #2). A separate emdr is submitted for the bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Note: not returned to manufacturer.

Event description:
The following was alleged by the patient's attorney based on information provided by patient¿s attorney, which included the medical records: a (B)(6) year-old female patient with unknown medical and surgical history was diagnosed with a ventral hernia. On (B)(6) 2005: the patient underwent exploratory laparotomy, lysis of adhesions and a ventral hernia repair with implant of a bard/davol composix kugel (device #1) hernia patch. On (B)(6) 2013: the patient was diagnosed with left sided abd pain secondary to broken mesh [composix kugel (device #1)], recurrent ventral hernia, small bowel adherent to polypropylene side of rolled up [composix kugel (device #1)] (right upper quadrant) and underwent removal of the bard/davol composix kugel (device #1) mesh, repair of a recurrent ventral hernia with implant of a bard/davol sepramesh ip (device #2) and small bowel resection with anastomosis. On (B)(6) 2014: the patient was diagnosed with persistent left abd pain, omental adhesions to undersurface of mesh [sepramesh ip (device #2)], foreign body (suture) abd wall and underwent an exploratory laparotomy with lysis of adhesions and removal of foreign body (suture) anterior fascia left side. Per the operative report details, ¿the peritoneal cavity was entered after cutting through a sepramesh ip (device #2). There was omentum stuck to the undersurface of the mesh, but this came down easily using blunt dissection with the finger. There was no bowel in the vicinity. I proceeded with further lysis of adhesions separating the omentum from the undersurface of the sepramesh ip (device #2) extending especially to the left side where the patient as reporting pain. This was extended well laterally in a very wide fashion for wider than the patient's area of reported pain. The mesh was sitting in good position. The edge of the mesh as it overlapped the fascia appeared normal. I decided to clean up the anterior surface of the fascia and area of the patent¿s pain (left side of abd). In this area, a prolene suture was found consistent with prior ventral hernia repair. This was fairly center on the patient¿s site of pain and therefore this prolene suture was excised and discarded. Repeat laparoscopy was performed through the epigastric incision. This was for documentation of pictures taken showing mesh sitting in good position and normal appearing omentum. No gross abnormalities found other than expected adhesions to the undersurface of the mesh [sepramesh ip (device #2)] ¿